Manufacturer narrative:
Block d9/g3/h3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found an inverted distal balloon and a kinked shaft. During functional testing using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm, a pinhole leak on the balloon was observed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a moderately tortuous and severely calcified distal sfa. During the 6th inflation at 12 atm, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.